Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The returned breathing circuit was visually inspected for damage. Results: a hole was observed in the evaqua (expiratory) limb of the breathing circuit. The breathing circuit film around the hole was stretched out. A lot check revealed no other complaints for this lot number. Conclusion: based on inspection of the hole, the circuit was punctured by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. Our user instructions advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).

Event description:
A healthcare facility in (B)(6) reported that a rt340 adult dual-heated evaqua breathing circuit did not pass the ventilator leak test. This was found prior to pt use.